Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Brand name: unknown, as the serial number was not provided. Serial number: unknown/not provided. Model number: unknown, as the serial number was not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At the 1-month post-operative visit the patient reported being extremely bothered by halos and very bothered by starbursts when driving. The patient is moderately bothered by sensitivity to light when looking at tv. There was no patient complication and/or related injury reported. At the 3-months post-implantation; a non-study visit ((B)(6) 2018), the patient reported of being moderately bothered by halos causing problems driving at night. It was indicated that the patient also answered ''yes'' to the question (if you experienced any of these visual symptoms or other problems with your vision, are they bothersome enough that you would want to have the lens(es) implanted during your cataract surgery removed and replaced), as the patient would like to drive at night. Right eye (od ) best corrected distance visual acuity (bcdva):20/20; left eye (os ) best corrected distance visual acuity (bcdva): 20/20. Additionally, it was reported that the iol for the right eye (od) will be removed on (B)(6) 2018. No further information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Additional information: this report pertains to zlb00 23.5 (os) serial number: (B)(4). Information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis 1 multifocal. Model number: zlb00. Serial number: (B)(4). Catalog#: zlb00u0235. Expiration date: 7/7/2021. UDI number: (B)(4). Device manufacture date: 7/7/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zlb00), it was realized that this report was submitted under the groningen, netherlands site. The correct manufacturing site is kulim, malaysia. The following section has been updated accordingly: manufacturing site: amo kulim, lot h.s (d) 70252, pt 2489, jalan hi tech 11, industrial zone phase 3, kulim hi tech park, 09000, malaysia. Manufacturer report number should have been 3011852734-2018-xxxxx. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
This supplemental report pertains to right eye. Based on new information received, the following have been updated accordingly: (additional information): explant was performed on september 6, 2018, which is 3 days earlier than previously scheduled on (B)(6) 2018. If explanted, give date: (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This report pertains to right eye (od). Based on new information received, the customer inadvertently reported the wrong eye for the explant as the intraocular lens in od remains implanted. Only the lens in the left eye (os) was explanted. The patient''s post-op day 1 vision was 20/20 as there was no patient injury. If explanted, give date: not applicable, as the od lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.